Event description:
It was reported that arteriotomy closure of the very mildly calcified common femoral artery was attempted using the perclose proglide device after an interventional procedure. Reportedly, a cuff miss occurred as the sutures were not retrieved. The device was rewired and another proglide was inserted; however, a cuff miss occurred. A third proglide was deployed successfully and hemostasis was achieved. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A follow-up will be submitted with all additional relevant information. The other perclose proglide is being filed under a separate manufacturer report number.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. It was reported that a cuff miss occurred. A cuff miss occurs when the needle travel path (trajectory) was not correct when the user deployed the proglide device. A cuff miss can be influenced by, but is not limited to, manufacturing, user technique, and/or anatomical conditions. During manufacturing, the needle trajectory is verified. A change in angle or torque of the device during use could translate to a change in needle trajectory leading to the observations of this incident. Needle trajectory can be influenced by challenging anatomical conditions. As the needle travels through tissue, the needle trajectory can be influenced by more dense tissue, such as scar tissue and calcification, and can be deflected causing a needle to cuff miss. The amount of deflection will depend on the severity of the anatomical conditions. The vessel was reported to be mildly calcified. The instructions for use states that the safety and effectiveness have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. The anatomical conditions may have influenced this experience, but this cannot be confirmed. A cause for the reported cuff miss could not be determined. A review of the finished device lot history records found that the in-process yields associated with the needle and needle alignment during manufacture of this lot were within the expected ranges, which is an indication that there was no adverse quality or manufacturing trend associated with the manufacture of this lot. A query of the complaint handling database was performed and there is no indication of a product quality deficiency.